Manufacturer narrative:
Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3 - other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that multiple events have occurred where the preloaded intraocular lens (iol) cartridge tip cracked slightly during lens insertion. It was further described as a "stress line" at the tip of the cartridge. The surgeon reported that this issue has been happening more often and an unspecified amount events have occurred prior to (B)(6) 2023. The surgeon continued to implant the lens for each case and there was no patient injury or patient impact. The lenses remain implanted. The sales representative reported that it was noticed that the cartridges are being overfilled with balanced salt solution (bss) by the technicians and training was provided, however the sales representative was unsure if that was related to this issue. No further information was provided. There are no patient identifiers, serial numbers, or event dates for each event, therefore all events are being reported in this report.